Event description:
While using the microtech lesionhunter rotatable nitinol cold snare, snare broke while inside the patient and needed to be retrieved with another device. This is the second occurrence of this happening at one of our facilities in the last 2 weeks. Product lot numbers are the same. M220403301 device ID gs2-21523231. There was no harm to either patient. Reference report: #mw5119920.